Event description:
An aneurx stent graft system was implanted in a pt for the emergent endovascular treatment of a 7.4 cm ruptured abdominal aortic aneurysm. Vessels were severely calcified, small in diameter at 5mm, stenotic, and ectactic. The pt was not an open surgical repair candidate. It was reported that due to the small diameter vessels, a bifurcated stent graft could not be placed. Instead, the physician elected to place three aneurx stent grafts (MFR. Report # 2953200-2010-00108, MFR. Report # 2953200-2010-00109, MFR. Report # 2953200-2010-00110) at the renal arteries. There were no endoleaks, and the procedure was completed. Post-implantation, the pt was stable. Four days post-implantation, the pt presented with severe abdominal and back pain, and the CT showed a proximal (MFR. Report #2953200-2010-00108) and a distal (MFR. Report #2953200-2010-00110) type I endoleak. The physician elected to intervene by placing another MFR's device inside the medtronic stent grafts; however, the endoleaks did not resolve. The physician then implanted an aneurx iliac extension stent graft (MFR report # 2953200-2010-00111); however, there was still a slight distal type I endoleak. The physician modeled the stent graft with a reliant balloon, which reduced but did not completely resolve the distal type I endoleak. The physician then implanted an aneurx aortic cuff (MFR report# 2953200-2010-00112) to treat the proximal type I endoleak, which intentionally covered both renal arteries; however, there was still a slight endoleak. The physician elected to perform a femoral-to femoral bypass, and the pt was put on dialysis. It was reported that the pt expired later that evening. No further info has been provided.

Manufacturer narrative:
(B) (4). Eval results - (death). (Narrow, stenotic, ectactic, and severely calcified vessels; pre-operative rupture). (Treatment of a ruptured aneurysm).